Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for ''introduce and navigate system through sheath / access vasculature - liner punctured'' was confirmed through review of the provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per the follow up communication, the access vessel tortuosity was reported as ''mild''. In addition, review of provide imagery revealed sheath shaft curvature. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per the follow up communication, the access vessel calcification was reported as ''severe''. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Per the follow up communication, the access vessel diameter reported was 5.5mm, which is borderline, and the perceived root cause of the reported event was reported as, ''calcification on primitive iliac and little diameter (5.5mm).'' The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe or liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity, vessel size) and procedural factors (valve caught on liner, excessive manipulation) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing. The device was not returned for evaluation.

Event description:
As reported by an edwards lifesciences affiliate in france, regarding a 26mm sapien 3 ultra case in the aortic position by transfemoral approach, during the procedure, no difficulties introducing the 14f esheath through the vasculature were felt but complications advancing the commander delivery system with the crimped valve through the sheath occurred at the ascent level of primitive iliac. The sheath tore off when introducing the delivery system, therefore, the delivery system with the crimped valve had to be removed within the sheath. The removal was done with difficulties as the sheath was abnormally opened and when it was tried to be removed with the commander, the crimped valve switched to the distal part of the balloon and was dislodged off balloon a little bit because the sheath liner was creating an obstacle and the valve was hooked by the sheath or vessel tissue. At the end, the delivery system balloon was inflated with 2ml to fix the valve on the delivery system and provide support so that all the material could be removed without a cutdown needed. A new kit was prepared and implanted without problems using the same femoral side access. Although no patient injury was alleged, from the pictures provided, a part of tissue could be seen and was confirmed to be part of the iliac aorta that got caught on the valve, but no actions were taken to address this separated tissue. The patient was stable post procedure. As per imagery provided, an esheath liner puncture could be observed. There was no valve frame damage reported.